Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 1 and 4 hours. The customer reported that leaking was observed from the pod. A new pod was successfully applied.

Manufacturer narrative:
The device was received fully deployed. During investigation, a tear was observed on the right side of the exposed portion of the soft cannula. A fluid path test was performed and fluid was observed to leak from this observed tear. The exact timing and cause of this tear could not be determined; therefore, it could not be conclusively determined if the observed tear contributed to the reported leaking during wear. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.